Event description:
Info was received that reported a patient was hospitalized in 2006 due to hyperglycaemia. The reporter states he was brought to the ER at 0300 on the same day due to elevated blood glucose and vomiting. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report, had not been returned for evaluation.

Manufacturer narrative:
Manufacturer completed the entire form. Additional manufacturer narrative: customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.